Event description:
Pre tx pt denied any compliants, one hour into tx, pt c/o chills temp up to 101.6 (from 99 degree) physician was notified, vanomycin & gintamycin given IV. Pt taken offf this dialyzer and placed on a new one. Symptoms inproved, post temp 99.3 degree